Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported that has always had shorts, on contacts 5 and 7. Patient stated that they did not know if it was in the head implants or other connections. Patient stated it was determined at their first adjustment. Patient stated they recently got the leads and stimulator replaced, and it seemed it was working better, at least in one of them , but because patient was not totally coherent coming out of anesthesia after surgery, they were unsure. Patient noted that the programming was initially set too high in the new implant, and they could not walk, patient fell one time. Patient stated that they contacted a manufacturer's representative (rep) , and was able to readjust it to resolve. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that c0 continued to show 2455 ohms. No symptoms were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.